Event description:
Caller reported potential false positive troponin I (tni) result on triage cardio profiler test vs ortho. Pt was admitted to cardiac unit. Physician thought poc results were abnormally high. Another sample taken at the same time as edta sample was run in the lab on ortho with different result. Same edta sample was run later on different devices with the same lot number but different meters. Pt did not have mi and sample will be sent to biosite for investigation.

Manufacturer narrative:
Investigation pending.